Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a leak of their transfer set which reportedly led to the peritonitis event (no further detail was provided). Two weeks after onset of the peritonitis, the peritonitis was resolved, the patient was recovered from the event, and the patient was discharged from the hospital on the same day. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefazolin (intraperitoneally (ip), 2 grams per day) and gentamicin (ip, 80 milligrams per day). At the time of this report, antibiotic treatment and dianeal therapy was ongoing. The outcome of the peritonitis event was not reported. No additional information is available.